Manufacturer narrative:
Retainer: black. Customer reports that the pump died and it has a insulin pump with an x on it and an open book after swimming. The p-cap / reservoir locked properly during testing. After battery installation unit alarm critical pump error. I removed the battery and shut down the pump by pressing the back key for 20 seconds. Inserted battery and pressed back and down keys and pump immediately alarmed critical pump error. Device downloading of crest and thus was successful. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device was cut open and electronic stack and motor removed. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting at j1, j5, j6 at connectors at pcba1, keypad flex connector traces, j1, j2at pcba2 and motor and force sensor flex connector traces. The motor assembly was removed, and the force was sensor measured to be -21.2 mv. It was found within specifications. Per bootloader traces analysis: error code 3f = 63 and bootloader error code 0x00000045 was found. Bootloader error code 0x00000045 was the rf test failure in the bootloader suspecting hw issue. Pump error 63 was generated due to the rf chip error. Pump error 4 is the consequence of pump error 63. Pump error 63 is a suspecting hardware issue. It was determined the ingress of water corroding the electronic assembly (hardware) and causing electrical shorting to be cause of the pump error 63, pump error 4 and critical pump error. Per visual inspection: unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with stained serial number label. Device received with minor scratched display window, case and keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image alarm. The customer stated insulin pump died it has a insulin pump with an x on it and an open book. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.